Event description:
Procedure type: laparoscopy. According to the reporter: the gray seal on the trocar snapped in half and fell into the cavity, however, it was retrieved. A new instrument was used to complete the procedure. The operating time was extended by 5-10 minutes. Medical history could not be provided. No pt injury was reported.